Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting what they suspect as a false negative sars result. Customer states they tested sars positive by pcr at the hospital yesterday but her and her immediate family is testing negative with the quidel qv antigen test. No confirmation testing has been performed on the family members and symptomatic status is unknown. Report 3 of 4.